Manufacturer narrative:
A review of the software logs was completed and found there is no indication in the logs as to why the user was unable to take x-rays via the hand-switch or foot-switch. The user did not press the switch for the required 30 seconds during any of the attempts that would have logged the failure reason. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
This issue occurred when setting up for a cadaver lab. No patient present. A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly.

Event description:
A medtronic representative reported that while setting up an o-arm for use in a cadaver lab, it would not take flouro or 3d images when pressing the hand switch button. The rep tried the foot switch as well, but the issue was not resolved. He did not see any lights on the mvs (mobile viewing station) or any error messages. Rebooted the system and there was no change. No patient involvement.